Manufacturer narrative:
Implant date is estimated to be in (B)(6) 2012. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected the noise was caused by external interference, however, this could not be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.